Event description:
It was reported that the worksation on the 9900 system is hanging up and will not fully boot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigational. The malfunction was verified. Replaced the single board computer. The system was tested and found to be working as intended, and placed back into service.